Event description:
It was reported that a user experienced intermittent signal loss between a recently applied dexcom g7 continuous glucose monitor (cgm) sensor and the ilet bionic pancreas, and support guided the user to toggle the cgm setting on the ilet, after which the pairing indicator showed active connection. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability issue consistent with intermittent communication failure associated with the electrical and magnetic subsystem, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.